Manufacturer narrative:
E1- (B)(6). Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had screen to fail to display. The event occurred during laparoscopic left nephroureterectomy for the treatment of ¿¿malignant tumor of the left renal pelvis¿¿ procedure, which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the reported malfunction was not reproduced during the device evaluation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.